Event description:
The CT scans for upcoming prophecy invision case show that the prior tar implant is a wright medical/stryker device.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.